Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The customer stated that he experienced chest pain, shortness of breath, vomiting and nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer didn't have the tubing clamp for the high pressure test, but the customer stated that he did get several no delivery alarms. Advised the customer to change the entire infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.